Event description:
During service testing, the baxter repair technician reported that the device failed accuracy testing. The hospital representative sated that there have been no reports of any patient incident involving this pump.